Event description:
A (B)(6) male patient underwent aaa and right cia aneurysm repair on (B)(6) 2011. The patient's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. (Atc: 230). Coil-embolization was performed to the right iia due to right ciaa. The final confirmatory angiography showed that contrast dye was leaking into the right ciaa. Since the physician suspected a type iii endoleak from a junction part, he attempted repetitive touch-up. Then, the endoleak was reduced but slightly remained. Therefore, he suspected a type IV endoleak and placed two iliac leg grafts, then the endoleak was solved. There have been no patient's outcome reported.

Manufacturer narrative:
No patient outcome provided by the reporter. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.